Event description:
It was reported, the reprocessor had a weak cleaning function. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of the reprocessor had a weak cleaning function was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects were found in the disinfectant tank and cleaning tube. Based on the results of the investigation, the probable root cause of the reprocessor had a weak cleaning function was debris detached from the endoscope surface clogging the connecting tube, reducing the flow during the cleaning process. Based on the results of the investigation, the probable root cause of foreign objects were found in the disinfectant tank and cleaning tube was the insertion area was not wiped during the endoscope's precleaning and dirt adhering to the endoscope surface became dislodged, causing some of the dirt to accumulate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.